Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The harmonic ace insert was found to have a broken blade. The blade broke at roughly 0.231¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the broken harmonic ace insert is typically attributed to mishandling/misuse. A review of the procedure log with the information provided resulted in no additional information. In addition, the device information cannot be verified through the system log review as there are no logs available for si harmonic ace inserts. A review of the submitted image was performed and the following was observed: the image showed the instrument tip with no obvious damage. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing piece from the harmonic ace insert blade. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed a recognition error and a message reminding the user to tighten components during use of the harmonic ace instrument. Troubleshooting was performed by replacing to the backup and this resolved the issue. Following this, the user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.